Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) stopped compressions after performing for 12 minutes" was confirmed during the archive data review but not during the functional testing. Based on the archive, the platform stopped compressions after 14 minutes and displayed the fault code 27 (encoder fault (> 3000 rpm)) error message. Fault code 27 occurs when the platform detects the position encoder error or defective encoder. However, no such malfunction was observed during the testing and the autopulse platform functioned appropriately and as intended. Correction h10, sn of the platform.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed a "pull up lifeband, check patient alignment" message after performing compressions for 12 minutes. The message could not be cleared. Per the reporter, there was no patient movement or any other reasons for failure. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) stopped compressions after performing for 12 minutes" was confirmed during the archive data review but not during the functional testing. Based on the archive, the platform stopped compressions after 14 minutes and displayed the fault code 27 (encoder fault (> 3000 rpm)) error message. Fault code 27 occurs when the platform detects the position encoder error or defective encoder. However, no such malfunction was observed during the testing and the autopulse platform functioned appropriately and as intended. During visual inspection, there was no physical damage observed on the autopulse platform. During further archive review noted the presence of the (ua) 45 (not at "home" position after power-on/restart) and the (ua) 02 (compression tracking error) error messages, unrelated to the reported complaint. All error messages were cleared by the customer, and they were not reproduced during the functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the platform hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.